Event description:
It was reported that the patient presented to the hospital after receiving several inappropriate therapies. It was determined that the right ventricular (rv) lead exhibited high impedance, oversensing, and inconsistent capture resulting from a possible fracture. The rv lead was capped and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a lead impedance out of range alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrythmia therapy. The analyst noted that beginning (B)(6) 2014, the sensing integrity counts were up to 4988. Episodes were recorded with evidence of lead noise oversensing and inappropriate shocks. On (B)(6) 2014, the right ventricular (rv) lead bipolar impedance measured 16382 ohms. There was a patient alert on (B)(6) 2014 for ventricular pacing impedance of greater than 3000 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.